Event description:
A user facility reported that a multifocal intraocular lens (iol) was exchanged for a monofocal lens. In a f/u with the facility, it was reported the lens was exchanged due to an unexpected postoperative refraction and the "lens clarity" was not good. The pt had a lasik procedure performed prior to the iol implant. In a f/u, the surgeon's assistant reported that posterior capsule opacification had been noted and a yag laser procedure performed. In the opinion of the surgeon, it is unk if the iol caused or contributed to the event. The event resolved following the lens exchange.

Manufacturer narrative:
Eval summary: the lens was returned and damage was observed. Solution is dried on the lens. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. Exact focal length/resolution measurements could not be obtained due to the optic damage. However, the lens is within the 24.5 diopter range. There have been no other complaints reported in the lot number. Attempts have been made to obtain additional info on 06/21/2012 and 06/27/2012 by phone, fax, and mail. A completed questionnaire was received on 07/02/2012. Additional info was received in a phone call on 06/26/2012. (B)(4).